Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime/compromised force sensor system and no delivery tests. No excessive "no delivery" alarm noted. Device had cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 505 mg/dl. During troubleshooting, device alarmed a no delivery alarm during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.